Event description:
Major pump unit(s) involved: device thrombosisadditional text: hematuria, decrease in hematocrit, elevated plasma free hemoglobinspecific component(s) involved: pump drive unit malfunctionadditional text: possible thrombus: s/s include low hct, hematuriaother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : IV heparinimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosis specific component(s) involved: pump drive unit malfunction